Event description:
This pt had a right total hip arthroplasty 4 to 5 years ago. Pt has been dislocating. Pt has decreased activities of daily living. X-rays show what appears to be a satisifactory position and alignment of components, no evidence of loosening or infection. Pt was admitted for a revision right total hip arthroplasty. All components were removed and replaced.